Event description:
It was reported that low pacing impedance and noise resulting in oversensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed, and no anomalies were observed. The rv lead was capped and replaced to the resolve the event. The device was also explanted because the patient received a shock but the electrogram (egm) was not saved. The patient was stable. Related manufacturer report number: 2017865-2023-23875.